Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause was unknown. The patient was treated with unspecified anti-inflammatory drugs. Pd therapy was ongoing ¿until later treatment.¿ at the time of this report, the patient had recovered from the event. Additional information is not available.